Event description:
It was reported that pauses in telemetry due to ventricular oversensing were noted overnight post device implant. The patient was pacemaker dependent and the pauses resulted in asystole. Noise was seen on surface ECG. The pacemaker max sensitivity was decoupled from the defib max sensitivity and the pacemaker max sensitivity was adjusted.